Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continuation: product ID 5071-53, implantable pacing lead implanted: 2000-(B)(6), product ID addrl1 implantable pulse generator (ipg) implanted: 2006-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead and left ventricular (lv) lead exhibited a lead fracture. The leads were capped and replaced successfully. No patient complications have been reported as a result of this event.